Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 double-head pump displayed the error message "error head" and the doctor replaced the pump. The failure occurred during treatment. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-10-10. The optical tacho board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure was already investigated in a similar complaint by the getinge life cycle engineering on 2019-08-26 with the following outcome. The most probable root cause could be determined as a broken wiring of the optical tacho board. Further the reported error message: "error head" could be linked to the following most probable root cause according to the risk management file: (total) fail of device because of: - defective tacho. The review of the non-conformities has been performed on 2023-10-11 for the period of 2015-05-26 to 2023-09-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-05-26. Based on the results the reported failure "error message "error head"" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hl20 pump had a malfunction and the doctor replaced the pump.. The failure occurred during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
This follow-up emdr is submitted to provide a statement regarding the lack of UDI number for the device related to this event. No UDI number has been included in the section d4 unique device identifier (UDI) since the hl 20 machine has been manufactured in 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00488).

Event description:
Complaint ID:(B)(4).